Event description:
During surgery the dr. Tried to implant the screw and when he tried to exit the driver the screw came with it. Tried several times and screw kept sticking to the driver. Injuries or complications- yes - extra drill hole. On (B)(6) 2011 follow up with customer in regards to status of device as well as clarification on incident. Customer indicated that there was also a 9mm screw used as well, (B)(4); lot 50282688 that they could not remove from the driver. She stated the following: surgeon used starter & tap; inserted screws and went to remove driver and the screws were stuck on the driver. The 2 holes were left empty; surgeon completed procedure using unknown suturing technique. Devices were discarded.

Manufacturer narrative:
Device is not being returned for evaluation. (B)(4).